Event description:
It was reported that the alarm defaults were continuously changing on the clinical information center (cic). No patient impact was reported.

Manufacturer narrative:
Investigation revealed the event may have been caused by the interaction of the mobile care server (mcs) with the clinical information center (cic). Furthermore, it is suspected that the frequency at which the defaults requests from the mcs are being made (every 10 minutes) is a factor in triggering the errors at the cic. However, due to insufficient diagnostic information in the cic logs, root cause cannot be determined. Corrections: patient information is unknown; central station, is: detector and alarm, . Arrhythmia (B)(4)

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed.(B)(4).